Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Update: medical records received on ad (B)(6) 2022 were reviewed on ad (B)(6)2022 by a clinician to identify patient harms/product issues. 70-year-old female patient received a left hip revision to treat impingement secondary to dislocation and liner disassociation. Upon entering the joint, the surgeon identified and debrided metallosis caused by metal debris. The liner was disassociated due to locking mechanism failure, causing the summit femoral stem to impinge on the failed locking ring generating wear on the trunnion and metal debris. The cup and stem were well-fixed and retained. The patient a bimentum dual mobility articulating surface to replace the revised head and liner. The procedure was completed without complications. Doi: (B)(6) 2008 dor: (B)(6) 2017 (head and liner due to armd: (B)(4)) dor; (B)(6) 2017 (head and liner due to dislocation: (B)(4)) dor: (B)(6) 2021 (head and liner due to dislocation and disassociation)

Manufacturer narrative:
Product complaint # ==> (B)(4) depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Added: b5 if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Ppf alleges abductor muscle repair and dislocation with closed reduction after first revision. After review of medical records, there is no revision notes reported. Doi: (B)(6) 2017; dor: (B)(6) 2017; left hip.